Event description:
Smiths medical international has reported that they were notified of two events (with the same patient) of a tracheostomy tube becoming dislodged when pt was rolled onto side for lumbar puncture. Tracheostomy tube dislodged after less than one hour and the second event after five hours.